Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use: device discarded.

Event description:
The consumer reported a false positive result with a binaxnow covid-19 antigen self-test performed on (B)(6) 2023. It is unknown whether repeat testing or confirmation testing was performed. Consumer immediately performed two additional covid-19 tests that generated negative results. It is unclear if the two additional tests were binaxnow or another brand. The consumer was asymptomatic but speculated they could have been exposed to covid-19 during a routine doctor¿s visit on (B)(6) 2023 or on public transportation. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported a false positive result with a binaxnow covid-19 antigen self-test performed on (B)(6) 2023. It is unknown whether repeat testing or confirmation testing was performed. Consumer immediately performed two additional covid-19 tests that generated negative results. It is unclear if the two additional tests were binaxnow or another brand. The consumer was asymptomatic but speculated they could have been exposed to covid-19 during a routine doctor¿s visit on (B)(6) 2023 or on public transportation. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these customer experience codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single-use: device discarded.